Event description:
Me 9-15. An 12.1mm vticmo12.1 implantable collamer lens was returned with the haptic broken.

Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).